Event description:
Patient underwent total knee arthroplasty on (B) (6) 2006. Patient underwent revision procedure on (B) (6) 2010, due to loosening of a component and possibly osteolysis.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found discolored areas on the post and the articulating surface has numerous abrasions, consistent with foreign particle wear. There is also embedded debris on the articular surface. (B) (4).